Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the image disappears during angulation in the up-down directions due to damage on the charge-coupled device unit. Upon further inspection, it was observed that water tightness was lost due to a scratch on the light guide connector. Lastly, it was observed that the universal cord had discoloration due to chemical or physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope image blacks out when manipulating angles. The reported issue was discovered during preparation of use for an unknown diagnostic procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.